Event description:
It was reported that t1 and t2 deployed together. No patient injury was reported.

Event description:
It was reported that t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay or patient injuries. All ts were removed from the patient.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 deployed together.¿ t1, t2 and suture were returned but separated from the delivery needle. The needle has been quite distorted. It is bent toward the right, twisted and bowed downward. These symptoms are consistent with difficulty reaching intended anchoring location. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer cycled and actuated properly due to the disfigured needle. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.